Manufacturer narrative:
(B)(4).

Event description:
It was reported that that left ventricular lead exhibited a loss of capture. The patient experienced diaphragmatic stimulation. The lead was successfully capped and replaced. The patient tolerated the procedure well and was stable post surgery.